Manufacturer narrative:
Additional information was received that the patient was experiencing inadequate stimulation. X-ray was taken and showed migration of the leads. The patient underwent a revision procedure wherein the ipg was replaced to allow for additional leads. No device malfunction was suspected. The patient was reportedly doing well post operatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.